Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d5, d8, e1, g2, h4. Correction to g3 of the initial medwatch. The aware date should be 20mar2024. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained on adhesive of bending rubber, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use: chapter 5 safety for cleaning, disinfection, and sterilization procedures chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rhino-laryngo fiberscope exhibited foreign material in the a-rubber (black covering of the bending section). There were no reports of patient involvement.